Event description:
The patient woke up in the night in order to go to the toilet. She leant on her rollator to go to the bathroom and the rollator folded itself. This incident caused cuts that required stitches.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.